Event description:
It was reported that stent migration occurred. The patient was being treated for may thurner syndrome. The target lesion was located in iliac vein. A 14x60x120 epic stent was selected for use. However, when the stent begun to be released, it moves a little further than where it was intended to be left in its distal position, which leaves part of the lesion uncovered in its distal portion. The stent was not removed from the patient to avoid injury. Another stent was then used to deploy and cover the entire lesion. No patient complications were reported, and the patient was fully recovered.